Event description:
Attorney reported: 2007 - the pt had a bard composix kugel 7.6 cm mesh patch implanted. In 2008 - the mesh patch failed and as a result the pt required another operation to replace the defective patch. The pt had a very poor result.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.